Event description:
The graft leaked blood. The exact quantity that leaked through the graft is unknown, however, the dr estimated it at between 500 and 700cc. The bleeding was stopped and the graft was left in the pt. The pt's condition is ok.